Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a vitros qc fluid run on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related, as several ir wash error condition codes were posted during the within-run precision test. An ortho field engineer performed service actions to several analyzer subsystems to return the vitros 5600 to expected performance. Following these action, acceptable vitros phyt precision was observed. A vitros phyt performance issue is not a likely contributing factor, as the same reagent lot was performing as expected on another vitros system in the customer¿s laboratory; however, due to atypical historical data, it cannot be entirely ruled out. The investigation determined that the assignable cause of this event was instrument related.

Event description:
The customer obtained a lower than expected phyt quality control result using a vitros 5600 integrated system (units are ¿g/ml): pv l2 vitros phyt result 16.13 vs. Expected result of 29.0. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Ortho was not aware of any erroneous vitros phyt patient sample results obtained or reported from the laboratory. However, it cannot be concluded that patient sample results were not affected or would not be affected if the event were to recur undetected. There no allegation of patient harm as a cause of this event. (B)(4).